Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Insulin pump passed the delivery accuracy test at 0.0874 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working. The customer's blood glucose level was above 200 mg/dl. Customer stated that they experienced hyperglycemia, they gave insulin bolus with her pump and it didn't seems to be given the right amount of insulin. The customer was treated with the correction bolus. Customer declined troubleshooting. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction the device will be returned for analysis.